Event description:
Plaintiff alleges he has developed a related disease or condition and as a result has been disabled, and has suffered and endured great pain and mental anguish and suffered a loss of enjoyment of life.